Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician confirmed a small leak in the pressure regulating balloon. Therefore, the device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Correction to field e1: initial reporter state. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Fluid leak and recurrent incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of recurrent incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Fluid leak and recurrent incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of recurrent incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician confirmed a small leak in the pressure regulating balloon. Therefore, the device was explanted and replaced. No further patient complications were reported.